Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. Corrected section h6- component code. The device was returned for evaluation. The following visual examinations were noted on the returned sheath: the valve is stuck inside the sheath approximately 3" from the comnut. The liner is fully expanded as designed. A liner tear starts approximately 1.5" from the distal strain relief through to the distal tip approximately 9.5" in length. There is a minor radial tear on the sheath tip approximately 0.25" in length. Distal tip is split. There is a liner strand. After removal of the delivery system from the sheath, the following was observed relevant to this evaluation: the crimped valve was located on the inflation balloon and the distal portion of balloon was bunched up on the inflow side of the valve. Additionally, the balloon was separated distal to the inflation/crimp balloon bond. Review of imagery was performed, and the following was observed: 3mensio imagery reveals presence of tortuosity in patient's vasculature. The complaints for split sheath distal tip, sheath liner strand, and torn sheath liner were confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Liner thickness measurements showed device met specification. Review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. During product evaluation, it was found that the esheath tip split and liner strand and liner tear was present. The crimped valve was located on inflation balloon and the distal portion of balloon was bunched up on the inflow side of valve. Additionally, the balloon was separated distal to the inflation/crimp balloon bond. It is likely that non-coaxial retrieval of the crimped valve through the sheath tip, as induced by the patient's severe tortuosity, caused the valve to catch on the distal liner edge, tearing it almost the entire length until resistance was experienced at "the non-expanding portion of the sheath". The bunched balloon likely contributed to a larger profile, contributing to the high pull force. It is possible that the crimped valve caused on the distal tip region, splitting it. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive manipulation, crimped valve interaction with liner/shaft, altered balloon profile) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-18378.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement case by transfemoral approach, a 29mm sapien 3 ultra resilia valve was prepped according to the instructions for use (IFU) and handed to the team to insert into the 16fr esheath without issues. The patient's descending and abdominal aorta anatomy were tortuous. The implanting cardiologist was able to deliver the valve through the 16fr esheath+ without issues and placed the valve somewhere mid descending thoracic aorta to align the valve. It was noted that the team had to stop aligning the balloon into the valve because they reached the end of the fine adjustment wheel. The team unlocked the balloon and brought back the aligning tool to start the aligning process all over again. This was done twice before the valve was finally aligned between the makers on the balloon. When the team then advanced the delivery system over the arch, it was noted the balloon on the distal tip of the delivery system was very irregular and baggy. The valve was brought over the arch and placed across the valve. The pusher was then unlocked and brought back beyond the third maker. When this was done the 29mm valve jumped back proximally on the balloon. The team then brought the valve back to the pusher and brought the system back over the arch and tried to realign the valve once more. Once the system/valve was aligned again the team once more went over the arch and placed the 29mm valve through the native valve. Again, once they unlocked the pusher to bring it back the valve moved proximal on the balloon. The team decided this time to proceed and start the valve deployment with very gentle pressure on inflating the balloon. Rapid pacing started and the map was below 50mmhg. The team started to inflate the balloon, but nothing was happening. The team could see that the contrast was coming out around the 29mm valve, but the valve was not inflating. Pacing was stopped and it was determined that the balloon had torn from aligning. The valve and delivery system were brought back into the 16fr esheath+ without issues but got stuck was the non-expanding portion of the esheath+. The team then removed the delivery system, valve, and 16fr esheath+ all together as a single unit. A new 16fr esheath+ was opened and inserted into the patient without issues. Next, a new 29mm sapien 3 ultra resilia valve and delivery system were opened and prepped according to IFU. The team decided this time to align the valve more in the abdominal aorta. Alignment of the valve was done this time without running out of room on the small adjustment wheel. The valve was delivered over the native valve and deployed without leaks or issues. The delivery system was removed along with the 16fr esheath+. An angio runoff was performed which showed good blood flow and no vascular injury. The patient was sent to recovery in stable condition.during pre-decontamination observation, it was found that the esheath tip split and liner strand was present.